Manufacturer narrative:
The returned device was evaluated and in the case description, the user mentioned having high blood glucose levels though the sensor was reading low. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found no evidence of issues with the system. The patient history buffer (phb) data showed that the automated algorithm was able to appropriately the micro bolus amounts based on the estimated glucose values received by the pod from the sensor and user inputs. Though no issues were observed, it could not be conclusively determined if the sensor was correctly reading the user's blood glucose levels. The exact cause of the reported event could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.

Event description:
It was reported that the patient had sought medical attention from paramedics for diabetic ketoacidosis. The patient's blood glucose level was 77 mg/dl and their continues glucose monitor application had read low. The patient reports upon arrival of the paramedics the patients blood glucose level by finger stick was 159 mg/dl. Treatment information has not been provided. After this event the patients blood glucose level was 126 mg/dl and their continues glucose monitor was reading low. The patient was advised to apply a new continues glucose monitor and was transferred to dexcom for assistance. The patient requested a new controller and was advised to contact their doctor for their settings in order to set up the replacement controller.